Event description:
It was reported by customer that the bed indicated the following error "head angle over extended and head, high/low and foot motors overheated". Reportedly, the CPR function could not be activated again. No patient or user injury reported.